Manufacturer narrative:
H.6. Investigation summary: bd had not received samples but one photo was returned by the customer in support of this complaint for catalog: 367874, lot number: 3222743. Visual examination of the photo was performed and revealed fm on the stopper. There are brown specks on the edge of the stopper. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium heparin (nh) blood collection tubes there was a tube stopper with color variation. There was no report of impact to the patient or user.